Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ilok femoral component, catalog #: 183002, lot #: 531970, series-a standard patella, catalog #: 184700, lot #: 236650, vanguard tibial cruciate retaining bearing, catalog #: 183420, lot #: 046500, total knee arthroplasty guide set, catalog #: 42-422751, lot #: 114860. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02920, 0001825034-2018-02922. Remains implanted.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently is now experiencing pain, swelling and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this component did not cause or contribute to the patient's reported symptoms. The initial report should be voided.

Event description:
Upon receipt of additional information, it was identified that this component did not cause or contribute to the patient's reported symptoms. The initial report should be voided.